Event description:
Patient reported receiving e4 (occlusion) alarm. She indicated that she experienced elevated blood glucose level of 500 mg/dl. Her normal range is in the 130's mg/dl. Patient indicated that the elevated blood glucose was caused by increased stress. She stated that she experienced symptoms of "cotton mouth", no energy, vision difficulties, and no appetite. Patient indicated that se administers boluses and/or programs a temporary basal rate to address the elevated blood glucose. She disconnected from the infusion device and successfully bolused insulin into the air. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.